Manufacturer narrative:
Complaint is confirmed as we are able to confirm complaint description based on the received pictures. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available (information or/and material), the investigation will be updated as applicable. Without a lot number the device history records review could not be completed. Product was not returned. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the nurse was attempting to screw the coupling screw for insertion into the lag screw and it would not thread. When looking at the coupling screw there were no threads. There was no surgical delay as another set was opened. Concomitant device reported: unknown lag screw (part # unknown, lot # unknown, quantity 1). This report is for one (1) dhs®/dcs® coupling screw. This is report 1 of 1 for (B)(4).